Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician was attempting to place the express2 in a pre-dilated distal rca lesion, and was unable to cross. While retracting the delivery/stent device back into the guide catheter, the stent dislodged. A balloon catheter was used to retrieve the stent. During withdrawal of the entire system, the stent dislodged from the catheter and was lost in the peripheral vasculature. No attempt was made at retrieval. Pt status is listed as "okay."